Event description:
On (B)(6) 2014, the service technician received a new cardiohelp unit (B)(4) at the mahwah, nj service center. The service technician reported receiving a "battery 1 needs service" message. There is no patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The cardiohelp was evaluated by a technician at mcp in (B)(6) and the sensor panel in the unit was replaced, battery calibration was carried out and the unit passed all tests per the service protocol. (B)(4).